Manufacturer narrative:
(B)(4) = jaws. Additional information was requested and the following was obtained: was clip fed sideways? No. Was clip malformed? Yes. Did clip fall off of vessel after being applied? It was observed that some clips fall of vessel. Was there any bleeding? No. If bleeding, please quantify amount of bleeding na. Patient status is ok. The analysis results found that the er320 device was received with the jaws yielded. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported and no conclusion could be reached as to what may have caused it. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy operation, at the cystic artery and ¿choledoch¿ clip applying clip was applied awry and fell down to the abdominal and when clip jaws closed clip was oblique and cannot fit on the vessel.